Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive and reloaded the software. The system operates as intended and was returned to service.

Event description:
It was reported that the system would not display the selected image (data loss). There is no report of injury or death associated with the event described in this complaint.